Event description:
It was reported that the patient had a fall, and the system began having an out-of-range/high-impedance failure. There was no patient harm or injury. The patient underwent revision surgery to replace the broken right lead. The right lead was removed, and a new lead was implanted without complications. The hospital staff inadvertently disposed of the lead assembly. Therefore, the root cause of the alleged issue cannot be confirmed. No observation was identified during the review of the post-initial implant images. The implant placement is adequate and according to procedure. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml ref# (B)(4).

Manufacturer narrative:
Mml ref# (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
It was reported that the patient had a fall, and the system began having an out-of-range/high-impedance failure. There was no patient harm or injury. The patient underwent revision surgery to replace the broken right lead. The right lead was removed, and a new lead was implanted without complications. The hospital staff inadvertently disposed of the lead assembly. Therefore, the root cause of the alleged issue cannot be confirmed. No observation was identified during the review of the post-initial implant images. The implant placement is adequate and according to procedure. The device history record was reviewed. No relevant nonconformances were found.